Event description:
Procedure performed: unknown. Event description: the transparent fragments were found. Report from the sales rep the transparent fragments were found during the procedure. The case was completed and had no effect on the patient. Initial investigation report the event unit was returned to us and visually inspected. The distal glue area was found to be detached. A fragment was returned, but when it was peeled off from the tape, it broke into four pieces. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed and had no effect on the patient. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with four clear fragments. Visual inspection confirmed the complainant¿s experience of distal glue fragmentation. The clear fragments were identified to be a portion of the distal glue. Based on the condition of the returned unit, it is possible that the fragmentation was due to an object or instrument coming in contact with the distal glue. It is also possible that the glue was more susceptible to fragmentation. However, the exact root cause of the distal glue line fragmentation is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: the transparent fragments were found. Report from the sales rep the transparent fragments were found during the procedure. The case was completed and had no effect on the patient. Initial investigation report; the event unit was returned to us and visually inspected. The distal glue area was found to be detached. A fragment was returned, but when it was peeled off from the tape, it broke into four pieces. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed and had no effect on the patient. Patient status: no patient injury.